Event description:
It was reported that patient underwent a acdf using the mystique plate system in 2006, and patient reported pain. An MRI in 2007 showed graft non-union. A revision surgery was performed with posterior wiring. A third surgery was performed due to continued pain, upon which the remainder of the undissolved plate was removed.

Manufacturer narrative:
No catalog or lot numbers were provided and therefore, no lot history review could be conducted. The device was not returned for evaluation, and therefore, it is not possible to assess whether any material or manufacturing defects were present in the implant. Although it was reported that a mystique implant was used in the initial surgical procedure, there is no evidence to indicate that the implant failed or that the implant was directly related to the adverse event. It could not be verified whether the mystique system was used according to the instructions for use packaged with the implants (macropore IFU), specifically whether the implants were used "in conjunction with traditional rigid fixation." The instructions for use warn of possible adverse events related to allergic reaction: "while rare, implantation of foreign material can result in an inflammatory response or allergic reaction."